Event description:
It was reported that: "it was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient's "hip was in extreme pain, but she is afraid to have another surgery. "It was further alleged that, the patient, "she walks funny and cannot be intimate which caused her relationship with her fiance to end."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.